Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was cystocele, rectocele, and enterocele along with urinary stress incontinence. The procedure performed was an anterior and posterior repair, enterocele repair with repair of a large posterior walldefect with mesh graft. The patient returned on (B)(6) 2003 for an office visit. The patient was going through a painful recovery, but there were no complications that could be seen. She was healing well. The patient returned for an office visit on (B)(6) 2003. She had been getting bladder pressure and frequency of urination.